Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 25 mm bioprosthetic aortic valve, implanted for 12 years and 10 months, was explanted due to severe aortic stenosis and ai secondary to degeneration. The explanted device was replaced with a 23 mm bioprosthetic valve. This case involved a (B)(6) male with a history of hypertension, hyperlipidemia, atrial fibrillation, repair of aortic coarctation, repair of asd, and an avr for stenosis. He presented with mild shortness of breath. Echocardiogram revealed a degenerative valve with stenosis, an ejection fraction of 60%, mean gradient of 45 mmhg with peak flow of 4.1 m/s, aortic aneurysm, severe stenosis, and mild aortic insufficiency. CT scan revealed an aortic aneurysm with a dilated ascending aorta and dilated root. He underwent avr and replacement of ascending aorta with 28 mm hemashield platinum graft without complications. Intraoperatively, an 8 mm graft was sewn to the artery using a 5-0 prolene stitch. A 25 mm bioprosthetic aortic valve was explanted and the annulus was debrided. A 23 mm bioprosthetic valve was implanted without difficulty. Both of the coronaries were unobstructed. A 28 mm graft was sewn to the distal ascending aorta using a running 3-0 prolene stitch. The patient was weaned from cpb. Postoperative echocardiogram revealed well-seated aortic prosthesis with no evidence of leak, mean gradient of 6, none to trivial mitral regurgitation, and unchanged lvef with no evidence of a regional wall motion abnormality. Patient was discharged on pod #10.

Manufacturer narrative:
Reference CAPA-20-00141.